Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The patient reported he was just starting to have symptoms of low blood glucose levels when his g5 continuous glucose monitor (cgm) reading was 80 mg/dl and his blood glucose (bg) reading was 57 mg/dl. No medical intervention was reported. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.